Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that that after the implant of the implantable cardioverter defibrillator (ICD), when trying to interrogate the device, it was noted that the device did not "sound as usual" and telemetry could not be established unless the header of the programmer was held over the device during the whole session. It was also noted that communication with the device was lost even when the header of the programmer was on top of the device. It was decided that no actions would be taken and the device remains in use. No patient complications have been reported as a result of this event.